Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis (ipp) due to the device no longer working. Through imaging, it was identified that the reservoir had migrated and therefore, the patient is unable to inflate the ipp. The patient is reporting pain radiating to the testicles which is suspected to be from the compression of the spermatic cord.